Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer reported that her blood glucose reading was approx. 18 mg/dl at the time of the event. Troubleshooting was performed and revealed that the customer had some troubles priming the insulin pump. However, the customer stated that she was disconnected when she was attempting to prime the insulin pump. The customer stated that she was able to finally prime the insulin pump. The insulin pump was programmed correctly and passed the displacement and self tests. The customer stated that the reservoir seemed really low after the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.